Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on an unknown date five to six years ago, an unknown sized epic stented tissue valve was implanted. No problems were reported in subsequent follow-ups. However, on an unknown date, sudden mitral regurgitation occurred with the patient due to a tear on the valve. On (B)(6) 2021, re-do aortic valve replacement (avr) was performed and the epic valve was explanted. Upon explant, one side of the commissure near the septum was confirmed to be torn. A non-abbott valve was successfully implanted. The patient was reported to be in stable condition. Additional information was requested, however not able to be obtained.

Manufacturer narrative:
Additional information sections: h6, h10. An event of mitral regurgitation and a torn cusp was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date five to six years ago, an unknown sized epic stented tissue valve was implanted. No problems were reported in subsequent follow-ups. However, on an unknown date, sudden mitral regurgitation occurred with the patient due to a tear on the valve. On (B)(6) 2021, re-do mitral valve replacement (mvr) was performed and the epic valve was explanted. Upon explant, one side of the commissure near the septum was confirmed to be torn. A non-abbott valve was successfully implanted. The patient was reported to be in stable condition. Additional information was requested, however not able to be obtained.